Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the first xience alpine stent was implanted in the mid right coronary artery (rca) without incident. The 4.0x23 xience alpine stent was implanted in the heavily tortuous, proximal rca also without incident. The 4.0x23 stent appeared well apposed to the vessel wall; however, a balloon dilatation catheter (bdc) was advanced for post dilatation. The tip of the bdc interacted with the deployed 4.0x23 stent during advancement of the bdc. This device interaction resulted in a shortening of the 4.0x23 stent by approximately 8 mm. The stent did not move from its original location and was still at the target lesion. A third xience alpine stent was implanted at the ostium of the rca. This third stent was already intended to be deployed at the ostium prior to the proximal rca stent shortening. There were no adverse patient effects. No additional information was provided.